Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the neuro tip and the cranium ball were damaged. It was determined that the ball bearings were worn and the attachment was getting hot. It was further determined that the device failed pretest for temperature, vibration and visual assessment. A visual and functional assessment was performed on the device which found that it failed cutter insertion (cannot insert cutter) and the neuro-tip leg and neuro-tip foot had been drilled into. It was determined that the ¿cannot insert cutter¿ was due to the bearings being worn out and loose, creating a situation whereby the cutter was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings, which was due to normal use and servicing over time. It was further determined that the neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. It was further determined that the cause of the craniotome foot drilled was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. The assignable root causes were determined to be due to wear from normal use and servicing and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as 1/4/2018 in the previous report. The date returned to manufacturer was corrected to 1/19/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Preliminary evaluation has been performed on the device. However; the device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Report's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the craniotome device was not working. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the bearing was failing on the craniotome device. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.